Event description:
Target was informed that during the procedure an apollo balloon was detached. After 24 hrs the volume of the balloon seems to have decreased. The balloon did not move. This occurrence did not impact the pt's health.